Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract one bsc 0185 ICD lead due to high impedance. The lead helix was retracted and an lld #2 was inserted into the distal tip of the lead. A 14fr glidelight and medium visisheath were utilized up to the svc coil; at this time no additional progress could be made so the physician decided to use a 13fr tightrail. The tightrail was able to reach the rv coil without difficulty. Upon attempting to advance over the rv coil a brief decline in bp was noted. There was no significant evidence of evulsion and extraction continued. After the lead released a small effusion was noted on tee and the bp starting to decline. A subxiphoid window was created in an attempt to access the injury; however once performed the decision was made that the injury could only be repaired via sternotomy. The injury site was noted to be in the distal posterior great vein. It was apparent upon repair that the lead was sitting in this location instead of the right ventricle. The sites of injury in this location were repaired with sutures. The patient's blood pressure then began to rise and a new device was placed and the patient was sent to the ICU and later recovered the following day. It was the opinion of the physician that the tightrail device was not a direct cause of the injury rather that the injury occurred due to initial lead placement.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.